Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized three times in consecutive weeks due to high blood glucose and diabetic ketoacidosis. The patient's blood glucose exceeded 1,400 mg/dl for the first hospitalization. The patient's blood glucose during her hospitalization last week was 700 mg/dl. Details regarding the customer's current hospitalization were not provided. The hospital staff stated that her potassium level was over 7; the staff said that she was going to die. The customer did not troubleshoot as she was busy with hospital treatment. No products were returned or replaced.